Event description:
Information received indicates the bed has no power or functions working.

Manufacturer narrative:
The technician found the patient pendant was causing the bed's fuse to blow. The technician replaced the patient pendant control module to repair the bed.